Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported that a customer's adc freestyle libre sensor detached from her arm. The customer subsequently experienced a hypoglycemic episode on (B)(6) 2019 and lost consciousness. Paramedics administered unspecified treatment and transported the customer to a hospital, where she was diagnosed with hypoglycemia and further unspecified treatment was administered. No further details were provided. Based on the information provided, there was no report of death or permanent impairment associated with this event.